Event description:
Account reported that during a (B)(6) study, physician used the (B)(6) pigtail catheter to measure the pressure gradient. The physician found the results of the pressure readings to be surprisingly high, so he pulled another (B)(6) catheter to measure the pressures again. The second (B)(6) catheter measured extremely different pressure readings than the first catheter. The physician then used 2 puncture sites to do another pressure measurement, to resolve the case. No patient impact was reported by the account.

Manufacturer narrative:
Both of the (B)(6) pigtail catheters that were involved in this case were discarded by the account, therefore no evaluation could be performed. As the device was not returned, manufacturer cannot conclude why two different (B)(6) catheters provided two different pressure gradient readings.